Event description:
The lay user/pt called lifescan (lfs) in 05 and alleged that her meter was missing segments. The medical affairs specialist (mas) mailed a letter two days later, since the user could not be reached by telephone for further clarification. The patient stated that she tested her blood glucose two days earlier and obtained a result of 88 mg/dl. She also reported that one day she was feeling sweaty and clammy. She tested on one of her two meters and obtained a result of 28 mg/dl. She retested on her other meter and obtained a result of 22 mg/dl. She ate some glucose tablets and retested and upon arriving the patient obtained a blood glucose result of 123 mg/dl. It is not clear if the result of 123 mg/dl was obtained on the paramedic's meter or the patient's meter. The patient did not receive any treatment from the paramedics. A replacement meter has been sent.